Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2951238 ¿ 2022- 00424.

Event description:
The customer reports in a voluntary medwatch, during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single use distal cover, the distal cover dislodged from the housing of the scope. This was not noticed at the time of the procedure. After being discharged to home, the patient called the physician complaining that he felt like something was stuck in his esophagus. The patient then coughed up a ¿piece of plastic¿. The patient sent a photo to the physician. The piece the patient coughed up was identified to be the single use disposable cover that was used in the procedure. The patient had no residual complaints or symptoms and is doing well. No other consequences to the patient are reported. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Case with patient identifier (B)(6) reports the tjf-q190v used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 medical device problem code. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). -investigation results of product specifications; quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in: h6, h10. The device was not returned to olympus; therefore, no physical evaluation could be performed. The device history record (DHR) for the reported lot was reviewed. It was confirmed there were no manufacturing defects related to the reported event. Additionally, olympus tested a lot on hand and found that the distal cover does not come off when it has no damage and is properly attached to the scope. The instructions for use provide the user with the following information related to the reported event: "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Conclusion: the definitive cause of the reported events could not be established.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.